Manufacturer narrative:
Date sent to the FDA: 3/22/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the fascial edges were not fully approximated and there was a small exposed portion of mesh which likely was the source of the chronic drainage. Because of the concern about a mesh infection, it was decided to remove the infected mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and discharge of bodily fluids. No additional information was provided.